Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation inspected the device and the device delivered within intended range. 'Failed rate accuracy during pm' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a spectrum iq infusion pump failed accuracy testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.